Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6s. During the procedure, the physician experienced resistance while advancing a pod6 through a non-penumbra microcatheter and noticed that the pod6 would only advance approximately halfway through the microcatheter. The physician then noticed that the pod6 pusher assembly had become kinked. The pod6 was therefore removed and was not used in the procedure. The procedure was completed using another pod6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 pusher assembly. The pusher assembly was kinked approximately 52.0 and 75.5 cm from the proximal end. The pusher assembly was fractured approximately 88.0 cm from its proximal end . The pull wire was retracted out of its distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pod6 revealed that the pusher assembly was kinked and fractured. If the device is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, if the kinked pusher assembly is further manipulated, the kink may worsen to a fracture. Further evaluation of the returned pod6 revealed that the embolization coil was detached from its pusher assembly. If the pusher assembly became fractured and the two segments were separated, the pull wire may be retracted out of the ddt and allow the embolization coil to detach from its pusher assembly. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.